Event description:
A device report from (B)(4) indicates a surgeon placed four matrix screws at levels l5-s1, he then removed the intervertebral disc and placed a t-pal cage. Surgeon then placed the rods along with four matrix locking caps locking with a torque limiter. An x-ray was taken showing the cage needed repositioning. Surgeon could not unlock three of the four locking caps. Surgeon could not reposition the t-pal cage, he then re-tightened the one locking cap he could loosen and completed the procedure. This is five of six reports for this event.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be completed.